Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and one battery were not returned for evaluation. Log file analysis revealed a controller power up with associated motor start event logged on (B)(6) 2020 at 13:36:28. The data point prior to the loss of power revealed that battery was connected to power port one with 25% relative state of charge (rsoc) and that an active adapter was connected to power port two. The data point recorded after the loss of power revealed that another battery was connected to power port and no power source was connected to power port two. The controller was without power for twenty-nine seconds. No anomalies were noted leading up to the loss of power. No alarms were logged within the analyzed period. Loss of power to the controller will trigger the display to become dark and show no parameters and will result in a continuous audible alarm, which corresponds with the reported "controller alarming¿ and ¿blank screen¿. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: bat804374 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial or lot#:  (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-sep-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up to the controller alarming, a blank screen, and exhibited an unexpected loss of power. A battery may have been connected during the controller loss of power as the patient does not believe they double disconnected their power sources. The battery will be serviced and remain in use. The controller remains in use. No patient complications have been reported as a result of this event.